Event description:
The clinic reported that a laser vision correction patient presented with microstriae in both the eyes ten days post treatment. Visual acuity was not affected. A flap stretch was performed for both the eyes that resolved the striae. The patient had complained about experiencing halos and glares. The patient also reported wearing tight eye mask for a few days that pressed on closed eyes. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.